Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 10.8cm to 11.2cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that the patient experienced diaphragmatic and phrenic nerve stimulation due to the left ventricular lead. Programming changes were made previously and the lead was disabled. The lead was explanted and replaced. The patient was in stable condition.